Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noted that the mid part of the stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.